Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description summary: "blower defective alarms along with not performed maintenance issue." (2) no clinical signs, symptoms or conditions. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing.

Manufacturer narrative:
The following was reported "visited and found that ventilator showing self-test failed, blower service required and te231009 (blower speed low) and tf431002." Issue occurred during ventilation first time before the reported event day, no patient harm reported. Maintenance not carried out within designated time frame and user ignored "blower service required" and "preventive maintenance required" alarms." Correction: blower module replaced and the device was released back into use